Event description:
It was reported that after the patient left the unit run" showed on the screen. When the patient returned the pump was beeping saying occlusion. Troubleshooting the error was tried, however, the pump showed high pressure alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (8-jun-2008) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.